Manufacturer narrative:
(B)(4). Device evaluation: the actual product used by the patient was not returned. A returned product investigation could not be performed. Retain sample: the retain sample was investigated. Chemistry tested was performed. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer's complaint. Results are within established acceptance criteria. Manufacturing record review: a review of the records was performed. Environmental monitoring records were reviewed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Batch records reviewed and found to be in order. Based on the investigation results, no product deficiency was identified. The customer's reported event could not be confirmed. The reported issue was probably caused by an adverse reaction to the product. All pertinent information available to abbott medical optics has been submitted.

Event description:
Female patient reported she experienced irritation in her eyes and red eyes with use of consept onestep. Patient saw a doctor on (B)(6) 2016. The doctor did not provide a diagnosis but instructed the patient not to use consept onestep because it does not suit the patient's eyes. Doctor prescribed bromfenac eye drop and purified sodium hyaluronate. At the time of the patient's call, her symptoms were relieved. In follow up, patient reported she had recovered with use of the prescribed eye drops. Solution used in conjunction with the tablets and will be reported in a separate MDR.

Manufacturer narrative:
In the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.